Manufacturer narrative:
A device history record (DHR) could not be conducted at the time of this report a follow MDR will follow with the information. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024 during an eviva procedure using an atec console, during the procedure the patient had the needle introduced into her breast and specimens were taken and suddenly the suction stopped on the machine. The machine was restarted and the canister and wiring exchanged. Additionally 4 needles were exchanged from different lots and could not fix the issue thus pointing to issues with the console. The procedure had to be aborted and additional intervention required. No other information available.